Event description:
It was reported that there was high threshold and high undefined impedance on the left ventricular (lv) lead. It was noted there was a possible fracture with a specific pacing vector. The lead was reprogrammed to a different vector and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.